Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the atrial lead was explanted and replaced due to an unknown issue. No other information was available.